Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager failed due to the faulty latch. A field service engineer replaced the latch to resolve the issue and confirmed that the issue was resolved. The serial number, UDI and manufacturing date fields are kept blank since the given asset information found to be remote manager med and it is not associated with the medstation. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager failed to open 15 times since november 1st. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.